Event description:
It was reported that the device says its running, but it is not. No patient injury was reported. Additional information received by smiths medical/ICU on 27july2022 via email and attached to complaint object: date of event: 05/21/2022. No patient involvement.

Manufacturer narrative:
A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that the sticker seal was missing. During functional testing, the reported problem was not duplicated. However, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Multiple high pressure displayed; downstream occlusion detected alarm messages were found in the pump's event history logs. It is possible this caused the fluid ingression found on downstream occlusion sensor by the chassis base. The root cause of the reported issue was found to be the downstream sensor was defective. Replaced downstream sensor and installed software.